Event description:
Literature: krach, le et al. "Satisfaction of individuals treated long-term with continuous infusion of intrathecal baclofen by implanted programmable pump." Pediatric rehabilitation. 2006. 9(3): 210-218. Eleven patients were excluded from the study as their pumps had to be explanted due to infection prior to 1 year after implant.

Manufacturer narrative:
This report is being submitted following an internal audit.